Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt heard an interference type noise 20 days ago and then was unable to hear anything further. Testing confirmed that the device has malfunctioned.